Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone cloud - omnipod 5 software app version cloud - smartphone operating system cloud - smartphone hardware. Cloud - cgm sensor type.

Event description:
A patient reports having a pod in which caused a rash, bleeding, purulent discharge and scarring at the pod infusion site. The patient reports they are amoxicillin to help with the irritation. The patient was advised by their doctor to not wear a pod for a few weeks so the infusion site can heal. The patient is using multiple manual insulin injections for treatment at the time of this call.